Manufacturer narrative:
Device evaluation anticipated, but not yet begun. If device and/or additional information becomes available, a supplemental report will be issued.

Event description:
It was reported that the constrained liner inner bearing disassociated from the outer bearing.